Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed behind the display lens. In addition, it was reported that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: no moisture observed on device. Two battery compartment cracks were found, one below bumper pad and second left of bumper pad. A dim display with red character hue was found. A leak test performed; leak test yields a leak in display lens-case seal. The device was opened and there was moisture found throughout. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.